Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) failed back surgery syndrome and spinal pain. The patient reported that she had an MRI done 2 months ago and she turned stimulation off for the MRI. The patient reported that she has had therapy issues since she turned stimulation back on. The patient reported that she couldn¿t get therapy like it was before the MRI. The patient also reported that it seemed like the ins wasn¿t holding a charge as long in the last 2 months ago. The patient reported that she reduced stimulation to keep the charge frequency down but then she wasn¿t getting therapy benefit. The patient reported that it was very painful with any movement like it was before implant. No further complications were reported.